Event description:
The patient stated that the v-go device came off while taking a shower. The patient was not sure of the exact date of when the v-go devices came off but said that the last one to come off was about 2 weeks ago mid february. The patient state that about 3 v-go device's have fallen off over the past few months. The v-go devices in question are not available for collect. The patient was preparing the application site with an alcohol prep prior to applying the v-go devices however the patient is not shaving the application site. The patient stated that there is not much hair on his abdomen.